Event description:
When installing the arterial line into the cuvette measuring head, the line coming from the drip chamber is kinking. There was no patient involvement. The sample is available for evaluation.